Manufacturer narrative:
This complaint will be updated when investigation is completed. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to trunnionosis. Femoral neck taper junction. (Right)